Manufacturer narrative:
All operating currents were within specification and no unexpected low battery, failed battery test or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the batteries were not lasting as long as they should in the insulin pump. He did not know the blood glucose reading. He reported that the new battery cap had not resolved the issue. Nothing further was reported.